Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC solo placed in (B)(6) 2020 for patient still receiving cytostatics. On (B)(6) 2021 dr. Realized that one lumen is leaking blood so valve is broken. It was stated they are still using the other line and not taking that PICC off. No other information was provided.